Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned defibrillator was analyzed, passed all tests performed and exhibited normal device characteristics. (B)(4).

Event description:
It was reported that this defibrillator was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The defibrillator was explanted.